Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe and debilitating pain, infections, urinary frequency, enterocele, dyspareunia, sepsis, vertigo, mesh erosion after implant. Received medical care and continues to receive medical treatment.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe and debilitating pain, infections, urinary frequency, enterocele, dyspareunia, sepsis, vertigo, mesh erosion after implant. Received medical care and continues to receive medical treatment. Information received further reported the patient was admitted to the emergency room for sepsis. The patient experienced fever, leukocytosis, and right leg pain. Urinary analysis was positive with negative culture. The patient was diagnosed with pyelonephritis, which improved with antibiotics. On (B)(6) 2017, exposed mesh was visualized. Vulvar erythema was reported, with suspected yeast infection. On (B)(6) 2017, MRI showed there was fluid collection along the posterior margin of the mesh, with a feeling of vaginal bulging. On (B)(6) 2018, a revision of the vaginal mesh occurred, as well as vaginal repair of enterocele, posterior colporrhaphy, cystourethroscopy (general anesthesia), vaginal itching, and yeast vaginitis. On (B)(6) 2019, the patient was seen in the emergency room with positive blood cultures. The patient was told by infectious disease and ER physicians that the likely cause of recurrent infections is from her abdominal mesh. On (B)(6) 2019, removal of the abdominal mesh occurred. Cystoscopy (general anesthesia) pathology showed fibroconnective tissue with mild chronic inflammation, fibrosis, and foreign body giant cell reaction to the synthetic mesh. Additional information received reported the mesh exposure was 1x1.5cm. The patient experienced a dull ache to the left lower quadrant of the abdomen. As previously noted, removal of the mess occurred in (B)(6) 2019; the patient experienced wound dehiscence, surgical wound infection, dysuria, increased urgency, frequency and urgency incontinence, vaginal dryness, dysparenunia, sensory urgency, and hematuria. Between (B)(6) 2019 and (B)(6) 2020 the patient experienced pelvic floor pain, dysparenunia, fatigue, increased wbc, urinary frequency, nocturia, and stress urinary incontinence. On (B)(6) 2019, mesh erosion was ruled out. On (B)(6) 2019, the patient experienced a vaginal rash.